Event description:
Same case as manufacturer #: 6000089-2007-01529. It was reported that during a fistula procedure, the ultra-thin diamond balloon dilatation catheter failed to deflate. The lesion being treated was located in a vein in the arm. An ultra-thin diamond balloon was inflated completely on the first attempt. During attempts to deflate the balloon, it was only able to be deflated 30%. Subsequently, the physician used a 20 cc syringe and 60 cc syringe, respectively. This was not successful; therefore, the balloon was pulled back to the sheath and the balloon and the balloon was punctured with a needle through the skin and into the vein using fluoroscopic guidance. The balloon was inflated for 15-30 seconds before it was able to be fully deflated. The balloon was removed intact and fully deflated from the patient. Subsequently, an xxl balloon dilatation catheter was unable to be inflated; however, the "wings" of the balloon deployed. It was noted that they were unable to see that the "wings" had deployed ("as a result of the inability of the contrast media to fill the balloon") until they noticed a previously implanted stent was "moving." They believe there was a tear in the shaft of the device, causing a leak of the contrast media. In order to not disturb the stent, a long sheath was advanced through the stent and the catheter was removed through the long sheath. The device was removed intact. The procedure was completed with another manufacturer's balloon. No patient injuries or complications were reported. Patient status is listed as "fine."